Event description:
This is a spontaneous report received from a female consumer on (B)(6) 2021 regarding her (B)(6) son who was treated with prevident 5% sodium fluoride varnish and may have swallowed a little bit during the dental treatment and had an allergic reaction, didn't feel good, severe headache, nausea, started throwing up, irritated him and he was miserable sick and crying. Relevant medical history included allergy to nuts, including pine nuts. The child had a dental appointment at 9:30 the morning of (B)(6) 2021 where the dentist applied an unknown amount of prevident 5% sodium fluoride varnish (lot no: 11030bkk31 exp date: 31mar2023) as a part of their fluoride treatment. Consumer reported her son informed her he wasn't feeling good 10-15 minutes after his cleaning and then again 10-15 minutes later when leaving the dentist. Consumer reported her son had a severe headache and began throwing-up. The child's mother spoke with the dentist who thought the child may have swallowed a little bit of the varnish and it irritated him, but he would feel better soon. The child's mother spoke to the dentist again because her son was "miserable sick, crying" and she was instructed to contact the child's pediatrician. Consumer reported the pediatrician said her son was having a severe allergic reaction and instructed her to administer an epi pen and go to the ER. In the ER, her son was treated for a severe allergic reaction and was administered an unknown medication to stop the headache as well as benadryl and steroids. Consumer also reported the ER checked her son's oxygen. The child was discharged from the ER on (B)(6) 2021. Consumer reported her son slept well the night of (B)(6) 2021 and was feeling better the morning of (B)(6) 2021.